Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review and the following was observed the valve was fully deployed at the intended location, valve migrated toward ventricle, central regurgitation observed, and paravalvular leak observed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The reported events were confirmed from the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU training manual revealed no inadequacies. As reported, approximately 6 days post implantation of a 23mm sapien 3 ultra valve in the aortic position with a 90/10 placement, no pvl or ai, the patient presented with sob and hf. Echo revealed moderate to severe ai and pvl. The patient was brought to the cath lab for assessment and the valve was found to have migrated ventricular. Physicians felt the best plan of care would be a surgical explant and implant of a surgical valve. The patient was brought to or placed on pump, 23 mm sapien removed, and 25 mosiac implanted. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Due to limited patient and procedural information, a definite root cause is unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, deployed valve migrated towards the ventricle. Valve migration can compromise the seal between the valve and the native annulus leading to the paravalvular leak as reported. As such, available information suggests that procedural factors (thv migration) may have contributed to the complaint event. Per the instructions for use (IFU), transvalvular leak or valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Due to deployed valve migrated towards the ventricle with paravalvular leak, it can reduce the central blood flow back pressure, so the leaflets cannot be fully coapted or closed, resulting central regurgitation as reported. As such, available information suggests that procedural factors (thv migration) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 6 days post implantation of a 23mm sapien 3 ultra valve in the aortic position with a 90/10 placement, the patient presented with shortness of breath and heart failure. Echo revealed moderate to severe ai and pvl. The patient was brought to the cath lab for assessment and the valve was found to have migrated ventricular. The physicians felt the best plan of care would be a surgical explant and replacement with a surgical valve. The procedure was successfully completed.